Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under-infused and had approximately 20-30 ml residual drug in the device. The issue occurred during patient infusion. The device was filled with 2191mg fluorouracil in 0.9% sodium chloride having a total volume of 84ml. The expected infusion time was 168 hours; however, the actual infusion time was 160 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured january 8-9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.